Event description:
It was reported that the right ventricular (rv) lead was attempted but not used due to high impedances after several repositionings. A second rv lead was attempted and again high impedances were noted as well as high thresholds. The second rv lead was repositioned in a completely different place in the heart with acceptable readings. The second rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).